Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received unknown baclofen (3000.0mcg/ml, 750.2mcg/day) in an implantable pump for an unknown indication for use. The patient presented with a critical alarm. A low battery reset was determined upon interrogation. The provided interrogation session report from (b)(6 2018 indicated a low battery reset occurred on (B)(6) 2018 at 15:59 and the pump was in safe state. The pump was reprogrammed on (B)(6) 2018. It was noted the elective replacement indicator (eri) was 4 months. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative on 2018-jan-29. It was reported that the device was now ready to be sent back to the manufacturer for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis has not been completed as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was implanted on (B)(6) 2011. The patient did not experience any symptoms. They noticed the critical alarm during the night at home on (B)(6) 2018. The pump was reprogrammed and restarted. It was not refilled. The alarm was silenced. Replacement was advised, and the patient was admitted three days later.